Event description:
Information was received indicating that a smiths medical pump alarmed "no disposable, pump won't run". There was also no air in the tubing. The patient was not affected. The pump had a residual volume of 10.9ml, was pumping at a rate of 2.3ml/h and the patient received 94.15mls of the medication.